Event description:
It was later reported that the device system was used to deliver compounded baclofen and clonidine.

Manufacturer narrative:
Product ID: 8703w lot# l43745, implanted: 1997 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly found. Analysis of the catheter revealed no significant anomaly; catheter incomplete, returned in segments; acceptable testing. (B)(4).

Event description:
It was reported that an "allergic reaction/erosion" occurred at the inferior pump pocket site. The pump was explanted and the catheter was cut off and the pocket tied. It was stated, the physician felt the pocket did not appear to be infected and cultures were pending. It was also noted, the patient did receive antibiotics. The culture was negative as of (B)(6) 2013. Following the explant, wound care was executed every other day, to help heal the pocket. The patient was managed for pain and withdrawal and his status was reported as "tolerating". The medication being delivered was initially reported as solely morphine. The returned product was received and the pump logs revealed the medications programmed were morphine, lioresal and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.